Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2011, 5071-35 lead, implanted: (B)(6) 2013, dtba1d4 ICD ,implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing during recorded episodes and current electrocardiogram (ECG). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.